Event description:
Grounding pad became dislodged during procedure; pt's left posterior mid-thigh was burned in 6" long x .5cm wide x .5cm deep area. Pad does not have enough adhesive to remain in place.